Event description:
A customer reported that during cataract surgery with intraocular lens (iol) implantation, irrigation of an ophthalmic operating system was not working properly resulting in the tip of an ophthalmic handpiece getting hot eventually causing corneal burn, wound leakage, and astigmatism. Corneal burn was closed using sutures. The surgery was completed by replacing the machine, handpiece, and the tip. The patient symptoms have been resolved. However, customer reported astigmatism will be treated after suture removal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. Clinical information review: this is an 85-year-old patient scheduled for surgery on the right eye (od). During surgery, there was an irrigation issue which the customer attributes to a scleral burn where sutures were used to seal the wound. The procedure was completed by switching out the console, handpiece, and tips before proceeding. Post-operative astigmatism was observed but scheduled to be addressed at another time frame. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator's manual provides feedback on these types of reported events. Use of the handpieces, in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Use of an handpieces other than our handpieces, or the use of a handpiece repaired without alcon authorization, is not permitted, and may result in patient injury, including potential shock hazard to patient and/or operator. The ultrasound (u/s) tips supplied in the system pack are only to be used on our handpieces. Each u/s tip is intended to be used only once per case and then disposed of according to local governing ordinances. Use 0.9 mm u/s tips exclusively with 0.9 mm infusion sleeves. Use 1.1 mm u/s and 1.1 mm liquefaction tips exclusively with 1.1 mm infusion sleeves. Mismatching u/s tips and infusion sleeves may create potentially hazardous fluidic imbalances. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Cumulative dissipated energy: total u/s energy in foot pedal position 3 (both phaco and torsional) calculated as: (phaco time x average phaco power) + (torsional time x 0.4 x average torsional amplitude) the factor 0.4 represents approximate reduction of heat dissipated at the incision as compared to conventional phaco. Warnings! The phaco occlusion bell indicates no aspiration flow. Use of high u/s settings and/or prolonged use may lead to thermal injury. Use handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow can cause excessive heating and potential thermal injury to adjacent eye tissues. In manual small incision cataract surgery (msics), the occurrence of intraoperative complications is a recognized concern that can impact both surgical outcomes and patient safety. Msics is widely practiced as a cost-effective alternative for cataract extraction, especially in resource-limited settings where access to phacoemulsification may be limited. However, it is important to acknowledge that msics is not entirely risk free. Complications during the surgery can arise due to factors such as surgeon experience, surgical technique, instrument handling, and patient-specific anatomical variations. Common complications encountered in msics include posterior capsule rupture, corneal burns, iris trauma, wound-related issues, vitreous loss, and anterior chamber hemorrhage. It is crucial for surgeons to have a comprehensive understanding of the background and potential risks associated with these complications. This knowledge allows them to proactively implement preventive strategies, optimize surgical outcomes, and prioritize patient safety during msics procedures. Ongoing efforts in the field of cataract surgery aim to improve outcomes by advancing surgical techniques, refining equipment, and enhancing postoperative care. Through research and innovation, the goal is to minimize complications and achieve optimal visual outcomes for individuals undergoing cataract surgery. Clinical evaluation has been reviewed. No contributing factor has been identified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.